Event description:
It was reported that there was a perforation. A greenfield filter was implanted on (B)(6) 2015. On (B)(6) 2016 it was noted that a perforation had occurred. In addition the filter was noted to be tilted. The ivc filter was successfully explanted from the patient. No further patient complications were reported.